Event description:
As reported via legal documentation, in approximately 2008, this patient underwent a right total knee replacement and was implanted with an optetrak device. In approximately 2022, 14 years after implantation, their surgeon recommended right knee revision surgery, which the patient is in the process of scheduling. Patient's symptoms include pain and discomfort, and severe instability in her right knee. There is no other patient demographic or medical history available. There are no images of the device provided. No additional information is available.

Manufacturer narrative:
1038671-2023-00902.